Event description:
Pt was getting blood glucose readings of 150-185 mg/dl on suspect device. Customer alleges that these readings caused him to have 2 strokes for which he was hospitalized. In the hospital, the pt's suspect device blood glucose readings were 150-185 mg/dl and the dr's meter blood glucose readings were 105-115 mg/dl. The pt was started on insulin and the suspect strips expired 4/30/98.